Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported intermittent "y" icon. However reported fault could not be reproduced.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.